Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Both haptics are bent in the gusset area. The optic has been cut into two pieces. The optic was cut through the haptic insertion area severing the haptic. Cracks and scratches are observed along the optic where it was cut into two pieces. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a follow up exam one day post op after implant, the intraocular lens (iol) was found damaged. The iol was explanted and replaced with a new lens. Additional information has been requested.